Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. The customer declined to answer whether the issue caused their blood glucose level to exceed 500 mg/dl. The pump displayed malfunction code malf 0, which was resettable. Technical support provided information on resetting the pump and assisted the caller in doing so, after which the malfunction code did not recur. The customer was instructed to continue using the pump and was advised to call back if the malfunction recurred, which they acknowledged and understood.